Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the liquid crystal display (lcd) brightness and screen tests had failed on the device. The device was recalibrated to address the issue. The power was disconnected to allow the device to reset.